Event description:
Info received indicated the brakes would not set or hold.

Manufacturer narrative:
The hill-rom tech found that a loose brake assembly. He tightened the loose brakes to resolve to resolve the issue.